Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: film of the right hip demonstrates a right total hip arthroplasty with screw fixation of the acetabular cup. Dislocation of the femoral head and liner. Somewhat vertical orientation of the acetabular cup, likely predisposing the patient to dislocation. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. No signs of loosening, wear, radiolucency. No fracture seen. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02406.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.